Event description:
The biomed is reporting the v60 is displaying diagnostic code 1008 (1008 (continuous built-in test (cbit)) vent-inop: machine and proximal pressure sensors failed). The device was in use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the biomed has confirmed diagnostic code 1008, in the significant event log. It was reported that auto-zeroing of machine and proximal pressure transducers in power on self-test (post) failed. The remote service engineer (rse) advised to replace the following parts - data acquisition printed circuit board assembly (da pcba) to motor controller (mc) pcba cable, da pcba, mc pcba, power management (pm) pcba, central processing unit (cpu) pcba. The customer was also advised to remove the da board and it was confirmed that there was a good connection with the solenoids on the flow sensor assembly. The biomed was then advised to reseat the data acquisition board and the mc-da board cable. The biomed was provided the part ID for the data acquisition board if diagnostic code 1008 is not resolved. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The product service engineer (pse) provided the part number to the customer. The repair for this unit cannot be conducted at this time as the part(s) are on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered is the da pcba and this part(s) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the part(s) become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and additional investigation will be performed. Based on information provided and/or service performed the reported issue was confirmed. The investigation concludes that no further action is required at this time.